Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va081xx, implanted: 2013 (B)(6); product type lead. (B)(6).

Event description:
It was reported that the patient noted never having therapeutic effect. The patient was in the hospital "it was about 2 weeks ago now and I was in for 7 days and "for 5 of those 7, they couldn't get the diarrhea under control". The patient went back to her hcp (healthcare provider) once and "they adjusted it about 6 weeks or more ago". The patient noted the controller will not turn on. The patient changed batteries and now the screen turned on. The patient was on 2.4v and didn't feel any stimulation. During the reporting, the patient moved up to 3.0v and felt comfortable stimulation now. Patient lacked basic understanding of patient programmer use. Patient noted that they were not trained adequately on using device. The patient was not trained very well on the patient programmer and wants help. Additional information received noted that "does not appear to be helping". If additional information is received, a follow up report will be sent.